Manufacturer narrative:
Analysis of the pump revealed no anomaly. The pump met specification. The catheter was returned in incomplete segments but th e segment that was returned had acceptable testing.

Event description:
It was reported that the patient¿s physician decided that the pump was not working and explanted it. Although also reported that no actions were taken. The physician had not contacted the manufacturer prior to the explant and it was unknown if there were any anomalies. A partial explant of the catheter also occurred as there was report that the catheter was broken. For both products, it was unknown if diagnostic testing or troubleshooting occurred. It was reported as ¿unknown, n/a¿ if the issue was resolved or the cause determined. It was also unknown if the patient experienced any symptoms. This device system delivered baclofen. Reportedly, a different manufacturer¿s device was then implanted for intrathecal baclofen therapy (itb) to continue. The new pump was fixed-rate and the new therapy was reportedly not effective. No further information was available regarding the pump and catheter. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that this patient received intrathecal baclofen/lioresal for the treatment of an unknown indication from an unknown start date and dose. There was report that there was a lack of efficacy as the drug was ineffective. The outcome of the event drug ineffective was not reported. The seriousness and causality assessment for the event were not reported. There had already been more than ten complaints for the product lioresal related to the lack of efficacy and without a technical root cause. This complaint was therefore classified as a reoccurring event and a duplicate was found. Since the defect could not be confirmed and additional affected products or lots were not expected. There was no risk detected from a technical point of view. Due to missing material and batch information as well as complaint sample, a thorough investigation could not be performed. This complaint was therefore classified as not explicable from technical/analytical point of view. There was no indication for a quality defect regarding the product and this type of complaint was to be monitored. Additional information was requested to verify the product involved, resolution and current patient status. If additional information is received, the event will be updated.

Manufacturer narrative:
Product ID 8781, lot# 0206838172, implanted: (B)(6) 2013, partially explanted date: unknown. Product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).